Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm readings were inaccurate based on what he was feeling. The patient changed it, and still had the same issue. No bg was taken during the event. The patient woke up that morning with severe pain in his upper abdomen, and his oxygen level went down. The patient was experiencing hypoglycemia and treated with glucogel by wife. His wife called an ambulance and the paramedics treated the patient with morphine IV and took him to the hospital. At the hospital the cgm reading was 11.0 mmol/l and the bg reading was 5.7 mmol/l. He stayed at the hospital from 10:30am to 7:30pm. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.